Manufacturer narrative:
The associated reload and stapler30 instrument have not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A field service engineer (fse) contacted the customer site to further investigate the reported complaint. The customer stated the event may have been caused by a device issue or a use error involving the device. The reported complaint was not confirmed. Fse conducted a system verification, and found no issues at all, no related logs in single case today. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after firing an unspecified color reload with the stapler30 instrument and opening the jaws a lot of staples fell out and the staples were retrieved. It is unknown at this time how the procedure was completed or the outcome.